Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the third day of wear. A capillary reading of 20 mmol/l was obtained on an unspecified meter and the customer experienced symptoms described as confusion, shivering, slap, and could not stand properly. The customer subsequently lost consciousness and was first taken to a general practitioner, who treated customer with insulin, and then the hospital where she was diagnosed with hypoglycemia and received insulin (dose/type unknown), glucose, and food for treatment. Please note that the treatment of insulin is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.